Manufacturer narrative:
Section h6: type of investigation: 4121 - event history log review. Manufacture¿s investigation conclusion: the centrimag 2nd generation primary console (serial number: (B)(6) was returned for evaluation following the reported event of a loss of forward flow. A log file was downloaded for review. A review of the submitted log file showed events spanning approximately 3 days (on (B)(6) 2023) per time stamp). Events occurring on 30mar2023 took place during lab testing at abbott. The console was operating a pump at the speed of ~4100 revolutions per minute (rpm) with a flow of ~5.2 liters per minute (lpm). A ¿flow below minimum: f3¿ alarm became active following a sub fault ¿sf_ifd_flow_below_min¿ on (B)(6) 2023 at 21:05:00. Flow and speed briefly dropped to -0.016 lpm and 3 rpm, respectively. ¿set pump speed not reached: m5¿ alarm became active, after the f3 alarm, following a sub fault ¿sf_ifd_speed_underspeed¿. The alarms cleared shortly after activating and flow and speed resumed their respective operating values. Power to the console was cycled once before finally being shut down, on (B)(6) 2023 at 14:10:00, for shipment of the console to abbott. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console (serial number: (B)(6) was returned to the service depot and was evaluated and tested on 18apr2023. The console was connected to a test loop and ran for several days during this time and no alarms became active. The console was functionally tested, passed all testing, and will be returned to the customer. A root cause for the reported event was isolated to the centrimag blood pump. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms including m5 alarms. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was no longer on centrimag support. The blood pumps were ruled out as the problem at the time of the incident and remained on the patient until support was discontinued; at that point in time the pumps were discarded.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2023-01948. The MFR number should have been fei-based with the 10 digit fei being (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on centrimag biventricular support and lost forward flow. Symptoms included shortness of breath. Additional information was provided that an echocardiogram was performed, and the patient had a clot formation throughout the whole heart. Further explanation was given that the heart was not beating, not ejecting, and clot formed from stagnation. The original motor and console were exchanged, and forward flow was briefly reinstated before becoming lost again the following day, when another clot had broken off and entered the right support system and stopped forward flow. The second motor and console were exchanged. The exchanging of both the left and right-side motors and consoles reinstated forward flow. It was also noted that the centrifugal head of the motor was very hot to touch.

Manufacturer narrative:
Related MFR # 2916596-2023-01691 covers the patient's left motor. Related MFR # 3003306248-2023-01396 covers the patient's left console. Related MFR # 2916596-2023-01947 covers the patient's right motor. Related MFR # 2916596-2023-01950 cover's the patient's first centrimag blood pump. Related MFR # 2916596-2023-01951 cover's the patient's second centrimag blood pump. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.